Event description:
During a cholangiography procedure, the distal measurement markings came off of the catheter in the patient's abdomen. Device had been placed in the bile duct, when removed noted markings were missing.